Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. The blood glucose reading was 406 mg/dl. The hospital removed the insulin pump. The customer was unable to continue troubleshooting and intended to call back.